Event description:
It has been reported to philips that, fluro was not functioning. System was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿fluoro was not functioning¿, as fdc cable had the issue. Fse reseated fdc cables and performed built in self testing. After reseating and testing, the system was returned to use in good working order. Codes were updated based on the investigation outcome.